Event description:
The manufacturer was made aware of information alleging a death related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The user passed away after using his device the night before. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.